Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the new straight catheter leg bag to drain was collapsed on itself, so it did not drain. Customer had a patient that it took 45 minutes for the urine to fully drain. Nurses have said the bags were so compressed they did not allow urine to flow into the bag. Correct bag would not open and allow urine to drain, it took 45 mins to drain 700ml. Nurse did not utilize another kit. Did cause patient discomfort. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: indications for use: pvc & red rubber: for urological use only. Silicone: intended for use for bladder. Management including urine drainage, collection and measurement. The devices are generally passed to the urinary bladder via the urethra. Bard ez-lok sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip collection devices (fig. 1b). Bd vacutainer urine products can be used for collection, storage, and transport of urine specimens from a urinary catheter. 1. Swab surface of bard ez-lok sampling port with antiseptic (fig. 2) e.g., site-scrub ipa device which is an effective disinfecting agent for luer hubs. 2. Using aseptic technique, position the collection device in the center of the sampling port. Press the device firmly and twist gently to access the sampling port. (Fig. 3). 3. If using bd vacutainer luer-lok access device (fig. 4), collect urine into the bd vacutainer tubes per hospital protocol. If using syringe, slowly aspirate urine sample into syringe and transfer to collection cup or follow hospital protocol. 4. After sample is obtained, discard collection device according to hospital protocol. 5. Follow established hospital protocol for specimen labeling and transport to lab. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the new straight catheter leg bag to drain was collapsed on itself, so it did not drain. Customer had a patient that it took 45 minutes for the urine to fully drain. Nurses have said the bags were so compressed they did not allow urine to flow into the bag. Correct bag would not open and allow urine to drain, it took 45 mins to drain 700ml. Nurse did not utilize another kit. Did cause patient discomfort. No medical intervention was reported. Per follow up response received via email on 04dec2024, this was a complaint from this summer. Since then, they had catheter bard education. They would say that nursing staff have still found this a challenge, but a few education techniques have helped.